Manufacturer narrative:
Analysis of the (B)(4) found a damaged tool. The reported issue was confirmed as the tip of the probe was bent. There were otherwise no fit issues when it was inserted into a known good tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navlock thoracic probe tip was bent. There was no patient present when the issue occurred.